Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, auto mode switch episodes were observed due to competitive atrial pacing. Programming changes were recommended. No further information is available at this time.